Event description:
It was reported the patient had an infection at the pocket site and the device system was explanted. It was noted there were multiple programming changes but the patient was not satisfied. The patient was re-implanted with an implantable neurostimulator (ins) on (B)(6) 2006. It was unknown if the patient required hospitalization due to the event. Patient outcome was reported as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# v007388, implanted: (B)(6) 2006, explanted: (B)(6) 2006. Product type: lead: product ID 377775, lot# v001493, implanted: (B)(6) 2006, explanted: (B)(6) 2006. Product type: lead. (B)(4).